Event description:
The customer contact reported that during testing at the user facility, the device touchscreen does not respond. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinica,l use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the keys on the touchscreen were out of alignment, and the lower right portion of the touchscreen was not responsive when keys were pressed. A review of the device history at the service center indicated button ID invalid errors. Further testing found fluid ingress on the touchscreen bottom connectors and front bezel. The probable cause is due to fluid ingress which can alter the characteristics of the touch screen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.